Manufacturer narrative:
An event regarding thread damage involving a trident trial was reported. The event was confirmed. Device was not returned however, inspection of provided images shows main thread portion of device was worn and significant damage was noted on the body of the device. No medical records or x-rays were made available for evaluation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies there have been no other events for this lot. The event reported for trial was stripped during trailing of the cup. The event was confirmed on the basis of visual inspection as it shows main thread portion of device was worn and significant damage was noted on the body of the device. No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Company rep reported, trial was stripped during trailing of the cup. Patient was not affected.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Company rep reported, trial was stripped during trailing of the cup. Patient was not affected.